Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a liquid discharge, an abscess, pain and a lump formed under the skin had occurred while wearing the pod between 5 and 24 hours. Symptoms began 1 day into usage. The affected area was slightly larger than the pod. Patient visited their physician and was prescribed antibiotics. After completing the 5 day course of the antibiotics, the patient went back to the doctor and was diagnosed with a staph infection. The patient visited the hospital and received tests, an ultrasound and blood tests. The site was drained and the patient was prescribed antibiotics and pain killers. The patient was discharged after 9 hours. The pod has been discarded.